Event description:
During procedure the stent was unable to reach the target lesion and improperly deployed over a portion of the aneurysm neck. The physician crossed this stent with another stent and covered the neck of the aneurysm. The patient is in stable condition.